Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich13.2 implantable collamer lens of 2.50/2.0/084 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved.

Manufacturer narrative:
H6: device code 1494: off-label use (acd < 3.0mm) should be added to the initial MDR. Claim#: (B)(4).